Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise were noted on the right atrial lead. No intervention has been made at this time, the patient will continue to be monitored and was stable with no consequences.